Event description:
It was reported that pump displayed malfunction alarm code and device could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer support arranged pump replacement, and no additional information was received regarding the outcome of the event.